Event description:
It was reported that low impedance measurements on the svc and rv coil were observed. Physician opened the pocket and an insulation fracture with exposed conductor were found. The pace/sense portion of the lead was returned. The defib portion remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis measuring 12.5cm in length. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead, a complete analysis could not be performed.